Event description:
Customer reported an absence of no delivery alarm. The customer's blood glucose was 138 mg/dl. She stated that the insulin pump was not delivering insulin. She also stated that she had bolused for 26 carbohydrates, but insulin did not come out. Troubleshooting found the customer 32.2 units of insulin remaining. The customer was assisted with performing a high pressure test. The customer stated the insulin pump did alarm when there was less than 5 units of insulin remaining. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).